Event description:
Home pt (hp) reports disconnecting and reconnecting to the homechoice set without using proper aseptic technique. Hp reports being "in a hurry". Baxter technician assisted hp in ending treatment early and instructed hp to notify rn. No pt injury or medical intervention required per rn.